Event description:
During an endoscopic submucosal dissection in the cecum - ileum, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip wouldn't release at all. In the end, [user] tried all the force possible on the handle, but it wouldn't release. The clip was tested before handing it to the doctor to insert into the working channel; it was opening and closing normally. However, the defect occurred during release. [User] had to open another clip, which released normally. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the photos and video provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and video describing the event. The first image shows the clip and device handle, it appears the person is trying to deploy the clip. The second photo shows the device pouch. The lot matches that in the report. The video shows the device with the clip opened and then closed. The person attempts to deploy the clip, experiencing great resistance, the clip does not deploy. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos and video confirmed the report; however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.